Manufacturer narrative:
Investigation results were made available. Concomittant medical device: revitan, distal part, curved, uncemented, 18/140, ref#: 01.00406.118, lot#: 2809649. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: leg length discrepancy. Review of event description: it was reported that the patient had an initial right hip arthroplasty on (B)(6) 2017. Subsequently, the hospital was requesting a need for shorter body - the ideally 35mm proximal body for a revision on an unknown date. The proximal part that was implanted is 55mm long. Custom implant ordered due to lack of such size in the revitan portfolio. No patient injury, patient is complaining for leg elongation. Review of received data: 1 ap view pelvis x-ray dated (B)(6) 2017 was received. No evidence of loosening, fracture or osteolysis is observed. Proximal part of the stem seems to be protruding. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Root cause analysis: root cause determination using rmw: implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset. Possible, if a correct planning was done, the need of a shorter size would have been noticed before. Conclusion summary: the patient is complaining about the leg length elongation due to big size of revitan proximal part implantation. As there is no shorter version of the proximal part, the surgeon ordered a custom made shorter version . Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. During the pre-operative planning the surgeon should have been able to understand the size of the stem would be bigger than the intended. It is likely that the pre-operative planning was done incorrectly, leading to wrong size of stem implantation. However, since there is no x-ray taken directly after post-op it cant be known exactly how the bony situation was at the time of implantation surgery. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed within investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted with a revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 on (B)(6) 2017 and a revision surgery is planned due to the fact, that the proximal part is too long. It was also reported that the ideal size would be a 35mm proximal body. A custom implant was ordered and will be implanted as soon as available. No patient injury has been reported, the patient is complaining for leg elongation.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted with a unknown revitan prox size 55mm on an unknown date and a revision surgery is planned for a unknown date due to the fact, that the proximal part is too long. It was also reported that the ideally size would be a 35mm proximal body. Custom implant due to lack of such size in the revitan portfolio.

Event description:
It was reported that patient was implanted with a revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 on (B)(6) 2017 and a revision surgery took place on (B)(6) 2018 due to the fact, that the proximal part was too long. It was also reported that the ideal size would be a 35mm proximal body. A custom implant was ordered and implanted. No patient injury has been reported, the patient is complaining for leg elongation.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: leg length discrepancy. Event summary: it was reported that the patient had an initial right hip arthroplasty on (B)(6) 2017. Subsequently, the pmi group is requesting a need for shorter body - the ideally 35mm proximal body for a revision on an unknown date. The proximal part that was implanted is 55mm long. Custom implant ordered due to lack of such size in the revitan portfolio. No patient injury, patient is complaining for leg elongation. Review of received data: emails from zimmer biomet poland representative an email, dated 6 dec 2017, informs that the patient is complaining about a leg elongation. As soon as the custom implant is available a revision will be made. The goal of the revision surgery is to address a problem with the elongation of the leg. The proximal element will be replaced by a shorter one prepared by the custom department. An email from 13 jul 2018 informs that the revision took place on (B)(6) 2018. Product stickers: a scan copy of the page with the product stickers used for the surgery on (B)(6) 2017 was received. X-ray: a pelvis overview, dated 04 oct 2017 is at hand. It shows a revitan stem implanted on the right hip with a metallic head and cup. A trochanteric plate and three cerclage wires are implanted around the revitan stem. Devices analysis: visual examination: the proximal part of the revitan stem and the conical nut exhibit scratches, nicks and instrument marks which derive most probably from revision surgery. On the posterolateral side of the proximal stem part a slight polished area can be noticed. The lateral face surface of the conical nut is slightly polished. This is probably from the contact with the inner surface of the proximal stem part during implantation and revision. Other than these the proximal part and the conical nut are inconspicuous. Determination of leg length discrepancy the available x-ray was used to estimate the radiologic leg-length discrepancy. The x-ray image was calibrated using the known head diameter size (36 mm). The leg length discrepancy was measured by drawing a bi-ischiatic line using the inferior border of the obturator foramen and measuring a perpendicular line to the middle of the trochanters minor. The difference between the distance to the trochanters minor was defined as the leg length discrepancy. A leg length discrepancy of approximately 14 mm was calculated. Conclusion: a revitan stem consisting of a proximal part size 55 mm and a distal part size 18/140 mm was implanted on (B)(6) 2017. In november 2017, a request for a custom 35 mm proximal part of the revitan stem was submitted to zimmer biomet to address a problem with an elongation of the leg. On (B)(6) 2018 the revision was made and the 55 mm proximal part of the revitan stem was replaced with the custom made 35 mm part. As the patient¿s medical history, the pre-operative planning and the complete x-ray follow-up are not at hand the clinical situation from before the implantation stays unknown. On the x-ray at hand, taken approximately 6 months after implantation of the revitan stem, a leg length discrepancy of approximately 14 mm was estimated. However, it is unknown if this x-ray was made with the patient standing or lying down. At the least a full-length standing ap xray with a midline ruler and magnification markers adjacent to the hip would be required for an accurate determination of the leg-length discrepancy. The retrievals at hand are inconspicuous. Based on the retrieval investigation and the received information no statements can be made on how it came to the leg elongation. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).